Manufacturer narrative:
Product event summary: the monitor was returned for analysis and power up sequence test was performed and confirmed the monitor was stuck on the logo during boot-up due to a firmware issue. Analysis confirmed the complaint and concluded that the operating system was stuck at runlevel 3.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor was stuck on a blank, white screen. The caller also stated the monitor power cord appeared to be "fried at one end." Troubleshooting steps were taken to no avail. The monitor is expected to be returned. No patient complications have been reported as a result of this event.